Event description:
The pt had an MRI and forgot to have the pump interrogated. Five days later, the pump was interrogated prior to a refill and the stall was noted. The pump showed motor stall on the day of the MRI along with tube set error message. The pump was refilled with fentanyl, updated and re-interrogated. The logs showed a motor stall recovery occurred on interrogation. The pt also takes oxycontin for pain control so she did not experience and symptoms. No treatment or device troubleshooting was done. The pt was reported to be doing fine.

Manufacturer narrative:
(B) (4).